Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -4.00 into the patients left eye (os) on (B)(6) 2023. The patient experienced low vault and refractive surprise. On (B)(6) 2024 the lens was exchanged with the same model, longer length and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).